Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from post-op dislocation of the head. The liner and other corresponding products are being reported on a (B)(4) for other allegations and a separate revision date.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 12/30/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, aching, burning, weakness, decreased mobility, black corrosive debris of trunnion at revision, drainage and swelling with spica cast, chronic swelling, limited ability to stand, walk, lift, or climb and unable to bend hip. The medical records reported that the cup had subluxation and anteversion but surgeon did not remove it, instead he readjusted cup position and reimplanted cup. Liner and stem are reported on (B)(4) and cup is reported on (B)(4). There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 20, 2016.